Event description:
It was reported that the device ¿occluded at psi.¿ there was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the occlusion detection was too low. The root cause was determined to be the downstream occlusion (dso) sensor. The dso sensor was re-calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.